Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, during lasik treatment the equipment started a treatment and then the noise of the laser application stopped while the status bars continued until 100 percent. At the end the equipment presented an error indicating the equipment was inoperative for more then 20 seconds. There was no harm to the patient. Additional information received; the procedure was completed the same day with a delay. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).